Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010, for investigation. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the investigation is completed. (B) (4)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, there was an inadvertent firing of the vaso view hemopro tissue welder. The reporter stated that when the harvester was pushing the hemopro tissue welder through the cannula, he saw smoke. He pushed the hemopro tissue welder into the leg and noticed that the tips were glowing red. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.